Event description:
It was reported on social media by the patient's daughter-in-law that patient passed away from a device malfunction of the omnipod system. The daughter-in-law stated patient passed away in their sleep due to an overdose of insulin from the omnipod system. No other information is available due to issue being reported on social media.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.